Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Suspected rupture, side unknown.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: tiger requests to void this report as it's a duplicate of report# 1651189-2025-09097. Please refer to this report for all updates. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.